Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two different patient samples that were generated by the access 2 instrument. Per customer, the initial accu tnl results for patient a and b were above the ami cut-off value. The accu tnl results for both patients (a and b) were reported out of the lab and questioned by the physician. The patient a and b samples were re-tested for accu tnl. The repeated accu tnl result for patient a recovered in the "normal range". The repeated accu tnl result for patient b recovered I na "lower clinical range". The actual results were not provided. The customer did not receive any change to patient treatment attributed to or connected to this event.